Manufacturer narrative:
Pump received with no button response and button error alarm due to corroded keypad traces. Also received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 211 mg/dl. Customer stated that the pump was in her pocket, so customer believes that the buttons may have been held longer than three seconds. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.